Event description:
It was reported that the patient experienced pain at the side of the scrotum, where the pump of his inflatable penile prosthesis (ipp) was. The device was explanted and a tactra malleable prosthesis was implanted. No issues with the previous ipp were reported. No patient complications were reported in relation to this event. Additional information was requested and will be provided as it becomes available.